Manufacturer narrative:
The surgeon described inserting and backing out the screw cyclically to "tap" the screw threads due to high bone density.

Event description:
The event included the shearing of the tip of a partially threaded cannulated screw during implantation. The affected hardware was left in the patient.